Event description:
Previously reported pt expired due to sudden cardiac death. The physician stated the death could have been caused by perforation or tamponade, new info from the physician states no autospy was performed. No further info is available.